Event description:
The facility reports the resident was being transferred using the lift. The resident started to slip from the sling, and the cna attempted to lower her to the floor with the lift, but with the weight of her upper body, she tipped backwards, hitting her head. The resident sustained a laceration. Basic first aide was initiated and the bleeding was stopped with pressure. Then 911 was called, and emts took the resident to the hospital, where she received four staples.